Manufacturer narrative:
(B)(6). (B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported the flex arm will no longer tighten down to attachment and can no longer be used. This allegedly happened during an unspecified spinal procedure. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.